Event description:
Within one min of the initiation of dialysis treatment, the pt complained of lower back pain, weakness and a tingling tongue. The treatment was interrupted and the pt was switched to a different type of dialyzer. The reported blood loss due to discarding the dialysis blood circuit is estimated at 150 ml.